Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, the procedure went well and was completed with no problems until the physician started to remove the sheath from the patient. The sheath was resting up against the patient's buttocks during the procedure, and therefore caused a burn to her buttocks. The burn was small in size (size is not known) but a first-degree burn that was treated with silvadene cream. The doctor did not know that there was an issue until he began to remove the sheath. The physician did not place a sterile pad between the sheath and the body. The machine did not alarm since it was not a device issue. The tenaculum stabilizer was used and the physician had a good cervical seal. It was noted that the patient was obese and the procedure was being done under general anesthesia. There will be patient follow-up in 2 weeks. There is no further information regarding the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.